Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter experienced leakage. The following information was provided by the initial reporter: reported issue: patients were complaining of more pain than usual. There is a pattern of leaking and discomfort.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-apr-2023. H6: investigation summary: bd received forty 22 gauge insyte autoguard blood control units from lots 1238772 and 2308067 for evaluation. Twenty-five units were received from lot 1238772 and fifteen were received from lot 2308067. A review of the device history record was performed for both lots and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that each of the units were still in their original sealed packaging with no physical defects visible on the units. Next, the engineer performed a water/air leak test on each unit and no leakage or damage was observed. Each unit connected to a luer lock syringe with no resistance. The returned units had no physical defect on the needle or catheter tips that could have resulted in discomfort. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were identified during inspection a definitive root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: 1238772, medical device expiration date: 31-jul-2024, device manufacture date: 26-aug-2021. Medical device lot #: 2308067, medical device expiration date: 31-oct-2025, device manufacture date: 15-nov-2022.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter experienced leakage. The following information was provided by the initial reporter: reported issue: patients were complaining of more pain than usual. There is a pattern of leaking and discomfort.